Manufacturer narrative:
Concomitant medical product: product ID: neu_unknown_cath, product type: catheter. Product ID: neu_ unknown_prog, product type: programmer, physician. (B)(4).

Event description:
It was reported that when the patient came in for a refill, their pump was dry. The healthcare provider (hcp) was having trouble updating the pump. The company representative was advised to have the hcp's physician's assistant (pa) call in, if resetting the low reservoir alarm volume did not resolve the reported issue regarding the alarms screen. No patient symptoms were reported. The drug the pump was being used to infuse was unknown. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.